Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. No physical units were received for evaluation in relation to this complaint; however, photographs were provided by the customer in relation to this reported event. In the photos provided, the fluid appears to be viscous and pasty in the vial as reported by the customer. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. The actual device was not returned, therefore, the cause cannot be determined.

Event description:
The customer reported that during the drug preparation stage, the chemotherapy drug idarubicin was loaded according to the standard preparation method. After shaking, the mixed solution became viscous and pasty. The microcatheter was extracted and diluted for embolization and blockage, which led to the inability to complete the embolization surgery. There was no patient injury.